Event description:
There was 15 saved telemetry strips all labeled within the monitor history when nurse left at end of shift. Upon reporting back to work on next scheduled shift, there was no saved information for this patient.